Event description:
I had breast implants ((B)(6) smooth silicone) put in (B)(6) of 2013 just two months later I was hospitalized with sepsis as well as other issues including a blood clot that was noted. I spent years seeing specialists, having scans and labs ran and progressively got worse with no doctors having a explanation. I suffered from chest pain, shortness of breath, lack of mobility, signs of autoimmune including fever outbursts with no explanation, enlarged spleen, elevated platelets, spots on my liver. I also became very weak, my energy was so low, I was tired all the time, I had insomnia- I could tell my body was fighting something but no test came back positive. I decided to have my implants removed since that seemed to be my only hope, before them I was healthy and after 6 years I was not the same person. I was tired of not having answers and getting worse. 7 months after explant and the spots on my liver are gone, my enlarged spleen has gone down, my platelets are in normal range and I'm feeling better slowly. My body is still undergoing a lot of stress and healing. FDA safety report ID# (B)(4).